Event description:
Additional information received on 11sep2020 reported that the patient had undergone a heart transplant on (B)(6) 2020 due to multiple (3) device related complications. The patient had a history of recurrent gastrointestinal bleeds, driveline exit site infections, and stroke. The pump was functioning as expected at the time of transplant. The device was explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Section b5, d4, d7, h4, h6: additional information. Section b5: reference manufacturer report number for history of gastrointestinal bleeding: 2916596-2020-04327 reference manufacturer report number for history of stroke: 2916596-2020-00275 reference manufacturer report numbers for history of infection: 2916596-2019-05334, 2916596-2019-06030, 2916596-2019-06031, 2916596-2019-06032, 2916596-2019-06033, 2916596-2019-06034, 2916596-2019-06035, 2916596-2019-06036, 2916596-2019-06037 manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a skin infection around the exit site of their driveline. A culture was obtained on (B)(6) 2020 and came back positive for serratia marcescens. The patient is currently admitted and is awaiting heart transplant as a status 2 due to multiple lvad complications, including a history of ongoing driveline infection. Additional information received on 31 aug 2020 reported that the patient remains admitted to the hospital as status 2 on the heart transplant wait-list and is currently receiving cefepime intravenously (1 gram q8 hrs).